Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a third party claim alleging the customer was riding in a taxi. The taxi driver travelled over a trench in the roadway causing the customer to fall and sustain injuries. It is alleged the lap belt became detached due to a defect resulting in the fall.